Event description:
Clinic notes dated (B)(6) 2012 state that per the records from the development center, the patient has had an increase in seizure frequency, with apparently 50 small seizures lasting less than a minute over the month of (B)(6). The physician recommended that patient change medications to the brand name lamictal and keppra due to breakthrough seizures on generic medications. Additionally, the patient's vagus nerve stimulator was adjusted to new settings of 2.0 ma, 30 hz, 500 microseconds, 60 seconds on, 5.0 minutes off, magnet: 2.25 ma , 60 seconds on, 500 microseconds. The physician stated that he would like to discuss sabril as the next step for more optimal seizure control if the patient's next vagus nerve stimulation setting does not seem effective. Clinic notes dated (B)(6) 2012 state that the patient continues to have a significant number of seizures per month. The patient's vns settings were adjusted to have a 3 minute off time. The notes state that the patient has been stable since the last visit and has only had one seizure requiring use of the vns. Clinic notes dated (B)(6) 2012 state that at his last visit, the patient continued to have seizures, but was stable. The patient's vns was programmed to the following settings: 2.0 ma, 30 hz, 500 microseconds, 60 seconds on, 3.0 minutes off, magnet: 2.25 ma , 60 seconds on, 500 microseconds. No other information was provided.

Manufacturer narrative:
.

Event description:
Additional information was received stating that the vns patient was having approximately 50 seizures a month which was below pre-vns baseline levels. The patient¿s device settings and medication was adjusted and the patient seizure frequency decreased. The increase in seizures below pre-vns baseline levels is not related to vns.